Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was under-fill or low draw of a tube with blood and poor separator movement. The underfill issue event occurred 500 times. The poor separation event occurred 500 times. The following information was provided by the initial reporter. The customer stated: "tubes do not fill properly and foam."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-nov-2023. H6: investigation summary : bd received 30 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill and poor barrier separation was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for underfill and poor barrier separation was not observed. 20 returned and 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 40 tubes drew within specification. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure, poor barrier separation, because the defect was not evident in the testing of the complaint lot samples. All samples (customer returned and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill and poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was under-fill or low draw of a tube with blood and poor separator movement. The underfill issue event occurred 500 times. The poor separation event occurred 500 times. The following information was provided by the initial reporter. The customer stated: "tubes do not fill properly and foam."